Event description:
It was reported that there was a lead warning for an episode of low impedance on the atrial lead. It was also reported that monitoring revealed daily episodes of atrial fibrillation that could not be identified as true atrial fibrillation or noise. The lead remains in use and the device will be interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.